Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot , part: 03.010.523, lot: l648300, manufacturing site: bettlach, release to warehouse date: 02 february 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on an unknown date, the radiolucent insertion handle femoral recon nail (frn) and driving cap were unable to thread together. It is unknown if there was surgical delay. Procedure outcome was unknown. There were no patient consequences reported. This complaint involves two (2) devices. Investigation flow: damage/device interaction visual inspection: the driving cap/threaded (part # 03.010.523 lot # l648300) was returned and received at the us cq. Upon visual inspection, the threaded tip of the driving cap is stripped. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Functional test: functional test was performed but the devices are unable to assemble due to the stripped condition. Dimensional inspection: document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Se_380067, rev l the 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance it is used in conjunction with an radiolucent insertion handle frnr and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The radiolucent insertion handle frn/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states, "insertion can be aided by light hammer blows on the driving cap." The complaint was confirmed, the device received is stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the driving cap/threaded (p/n: 03.010.523, lot # l648300) as the device is stripped. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # (B)(4) as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities lot number provided for reporting. Complainant part was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the radiolucent insertion handle femoral recon nail (frn) and driving cap were unable to thread together. It is unknown if there was surgical delay. Procedure outcome was unknown. There were no patient consequences reported. This complaint involves two (2) devices. This report is for one (1) driving cap/threaded. This is report is 1 of 2 for (B)(4).